Event description:
It was reported that a detached sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the wearable was removed. Upon first sensor removal, the patient alleged sensor wire may have detached from the sensor pod and remained in the skin. On (B)(6) 2025, follow up contact was made with the patient and additional information was provided. It was reported that on (B)(6) 2025, the patient went to a medical center to verify if the wire remained in the skin. The attending physician physically examined the insertion site and was not able to locate the wire in the skin. The patient mentioned he inserted a new wearable in his arm during the visit. That wearable failed, and upon removal the sensor wire was missing. The physician was not able to locate the wire at the second insertion site. Although there were no symptoms at either site, the physician prescribed oral antibiotic prophylaxis (augmentin 100 mg, two times per day) for the first sensor location. At the time of the report, the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - impact code - f2304 prophylactic treatment

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Event description:
It was reported that a detached sensor wire occurred. G7 wearable were evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. The applicator product was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. Customer complaint was undetermined as it cannot confirm nor deny reported allegation with the return product. The probable cause could not be determined. No additional patient or event information is available.